Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Investigation summary: the customer reported a plate to be contaminated after being used. Complaint history review: the complaint history has been reviewed and similar issues were registered for this catalog number; however no trend was identified. Batch history record (bhr) review: the bhr was reviewed. No deviations from validated manufacturing processes were identified. Sample analysis: retain samples couldn't be reviewed has the complained batch was already expired when issuing the complaint. Neither pictures nor samples were shared. Evaluation results: this product is filled under aseptic conditions. Therefore sterility of the finished product cannot be guaranteed. Unfortunately a 100 % inspection level for sterility is not possible and sterility testing is carried out on the basis of a representative sample. In consequence, occasional contaminations cannot be prevented. Since the complaint was issued after the expiration date of the product, no further actions will be initiated. Investigation conclusion: based on the above mentioned investigations, the complaint cannot be confirmed. However bd will continue to monitor incoming complaints for similar defect types.

Event description:
It was reported that while using plate columbia ag 5% sb 90mm 20 contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "the material was used for an analysis which was concluded with a contamination."